Event description:
It was reported when using the bd vacutainer® push button blood collection set with pre-attached holder, the device experienced insufficient blood flow through the device. The following information was provided by the initial reporter. The customer stated: due blood collection for blood culture the blood redraw back in needle. Due sampling with the first bottle (442023) the nurse detected that blood started to redraw back in the needle. She immediate stopped sampling blood. The patients age, 85+, and multi sick. She used push-button pah, 367355, and are used to collect with those products. She also followed the recommendations for this region. When they did a new collection it was no issues and whet well. No serious injury or harm to patient. No exposure of blood or other liquid. No safety issue and no needle stick injury.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set with pre-attached holder, the device experienced insufficient blood flow through the device. The following information was provided by the initial reporter. The customer stated: due blood collection for blood culture the blood redraw back in needle. Due sampling with the first bottle (442023) the nurse detected that blood started to redraw back in the needle. She immediate stopped sampling blood. The patients age, 85+, and multi sick. She used push-button pah, 367355, and are used to collect with those products. She also followed the recommendations for this region. When they did a new collection it was no issues and whet well. No serious injury or harm to patient. No exposure of blood or other liquid. No safety issue and no needle stick injury.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2022-02-10. H6: investigation summary: bd received 6 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for backflow of liquid with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode backflow. Bd was not able to identify a root cause for the indicated failure mode.